Event description:
The physician dr (B)(6) had the patient under fluoro and measured, and he needed a 10mmx 60 mm biliary stent for this patient. When he placed it in the patient he noticed that it was too long. The stent was removed and measured and the length was 100 mm not the 60 mm. Stent was not left in the patient. The packing and stent was taken to materials management.